Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis indicates that a foreign material was observed at puncture hole location which caused stylet insertion wire failure. A visual of the blockage showed that it was likely an agglomerate of blood or body fluid and polymer from the lead or guidewire interaction.

Event description:
Boston scientific received information that this left ventricular (lv) lead was pushed onto the wire in which it came out of the side of lead. Additional information indicates that no visible conductors were noted. The lv lead was never in service. No adverse patient effects were reported.